Manufacturer narrative:
Follow-up #1 date of submission 09/24/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the black box showed drastic voltage fluctuation on (B)(6) 2015. A visual inspection of the pump showed that the battery compartment was cracked. Evidence of moisture corrosion was observed in the battery compartment. The pump failed a leak test at the battery compartment. No battery cap was returned with the pump; a test cap was used for investigation. The pump was unable to power on during testing. The complaint could not be fully investigated due to this. The pump case was removed and no evidence of moisture ingress or loose components was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was experiencing a short battery life issue with multiple batteries, and that there was moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.